Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal seal had an insufflation leak. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the customer clarified that there was a rapid loss of insufflation, the leak did not occur due to a broken luer port. The customer confirmed that the issue occurred on the system sk7945.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal seal was analyzed and found to have tears. The complaint was confirmed by failure analysis. The probable root cause of the torn seal is attributed to damage during various handling points, including manufacturing, installation, or use.